Manufacturer narrative:
(B)(4). Field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing difficulty in recharging his ipg. The patient reports that in the past month he recharges every day for 3-4 hours and the battery level displays a quarter full and within 24 hours his ipg battery will be dead. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.